Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at a third party service center, a failure of the device's lcd screen was observed. The device had evidence of physical damage. The device's lcd screen was replaced to address the issue.